Manufacturer narrative:
Additional information was received that the patient was not getting adequate relief. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure to replace the lead and clik anchor for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4318 lot #: 20047306 description: clik x anchor.

Event description:
A report was received that the patient will undergo a revision procedure to replace the lead and clik anchor for an unknown reason.